Event description:
It was reported that a person using the ilet with a dexcom g7 experienced episodes of hypoglycemia that were treated with excessive carbohydrate intake, resulting in subsequent hyperglycemia, including a reported cgm high of 278 mg/dl, indicative of hyperglycemia. Outcomes included no hospitalization and no reported injuries. Investigation included review of pump and insulin history and user education on standard hypoglycemia treatment. Investigation of this case revealed a high/low cycle associated with overtreatment of hypoglycemia, with appropriate infusion set placement and no alarms reported. It was concluded, based on previously established findings for similar reports, that overtreatment of hypoglycemia was the most probable contributor.